Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low glucose events, primarily in the morning, while using the ilet bionic pancreas with cgm, including a documented episode to the high 40s mg/dl and a subsequent rebound hyperglycemia after oral glucose treatment; contributing factors discussed included multiple meal announcements for a split dinner, possible compression lows, high fat/protein meals before bed, and pre-dinner snacks. Symptoms included low blood glucose with cgm alarms. Outcomes included self-treatment with oral glucose, recovery without medical intervention, and no hospitalization. Investigation included review of device reports, user education on consistent meal announcements and accurate meal size selection, discussion of exercise and disconnection practices, and confirmation of ilet safety behaviors that suspend insulin during dropping glucose and temporarily inhibit bolus corrections after low readings. Investigation of this case revealed user behavior and meal composition as likely contributors to glycemic variability, with cgm compression as a potential confounder that was not confirmed by a fingerstick. It was concluded that the device functioned as designed, and the event was attributable to use conditions and physiological factors rather than a device malfunction.